Manufacturer narrative:
Although the suspect device has been recieved, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-05583 for the associated device report. It was reported to boston scientific corporation that two resolution clip device were used during an gastroscopy / colonoscopy procedure performed on (B)(6), 2009. According to the complainant, while preparing for the procedure the blue stopper became separated from the sheath. As a result the clip could not be deployed. Another resolution clip was used with the same result. The procedure was completed with a third resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.